Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 5 months following the implant of this transcatheter bioprosthetic valve in a patient who had previously undergone percutaneous coronary intervention (pci) with stent placement at the right coronary artery (rca), coronary angiography revealed a new lesion of rca 3 and in-stent restenosis of rca 1. Subsequently, pci was performed on the rca. Approximately 2 months and 2 weeks later, the patient was hospitalized due to unstable angina pectoris due to restenosis of the rca. Pci was once again performed. Approximately 3 months later, in-stent restenosis of rca was observed again in addition to new lesions of left circumflex artery (lcx) 11. The patient was hospitalized due to acute coronary syndrome and pci was performed on the rca and lcx. Additionally, mild heart failure was noted. Per the physician, neither the device nor the procedure contributed to the adverse events. No additional adverse patient effects were reported.